Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Performed service and repair functions. Reviewed service history. Attached box label, software upgrade form, and fms vue final testing. Replaced pressure transducers (2) to correct complaint. Also replaced damage right follower arm assy. Replaced springs on pressure arm housing (preventive maintenance) with tip replacement kit. Performed software upgrade to the latest versions. The unit passed all diagnostic tests, functional tests, and is fully operational. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that the fms vue pump device had high pressure alarms and eventually shut down. There was a delay in the surgical procedure of ten minutes. An identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.